Manufacturer narrative:
(Method, results, conclusion) - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.

Event description:
The customer reported that this x-ray system restarts spontaneously. Furthermore, the viewing subsystem drive might be defective.